Event description:
The customer contacted abbott reporting they were unable to calibrate the axsym rubella igg assay twice and observed error code 1018 (calibration check failure, calibrator a result too high) and 3057 (air during aspiration, buffer well, processing probe). The customer was advised to inspect processing probe for damage, and perform other troubleshooting procedures. After troubleshooting, the customer achieved successful calibration. As the customer obtained four pt results in the "gray" zone for positive interpretation, the customer performed precision study with the axsym rubella positive control and a "gray" zone pt sample. The customer stated pt 3 initial result was 9.1 iu/ml, the reassay value is unknown. As the pt result verified in the "gray" zone, the customer was satisfied the results were valid and reported the results. The customer returned the suspect calibrators for investigation. There was no impact to pt management reported by the customer.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.